Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026. Patient was treated with a manual injection, and a prescription medication used during the time of high blood glucose was a combination of tramadol and paracetamol. No further information available. .

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.